Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) inability to retract the lifebands was confirmed during the functional testing and the archive data review. Based on the archive data, the platform could not retract the lifeband due to fault code 08 (motor controller fault detected). The root cause of the fault code was a defective drive train motor. The customer reported complaint that the platform had some physical damage was confirmed during visual inspection. The top cover and the front enclosure were observed damaged in the front end area. The noted physical damages appear to be the characteristics of user mishandling. The top cover and front enclosure need to be replaced to address the observed physical damage. During the archive data review, a fault code 08 was observed, thus confirming the customer complaint. The autopulse platform failed initial functional testing due to fault code 08, thus confirming the customer complaint. The drivetrain motor needs to be replaced to remedy the fault. Waiting for the customer's approval for service repair. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
Before deployment of the autopulse platform (sn (B)(6), the device sustained damage, resulting in an inability to retract the lifebands after they were placed on the platform. Per the reporter, the platform was verified functional during the shift check performed in the morning. The crew switched to manual CPR. The patient's status information was requested but the customer did not provide a response.

Manufacturer narrative:
Zoll has not received the platform for investigation. A follow-up report will be submitted when the product is returned, and the investigation has been completed.